Event description:
Baxter affiliate reports that one pt died suddenly after the dialysis session (number of hours after session unknown). No further info available.

Event description:
Baxter affiliate reports one incident of a pt death during dialysis treatment. The first symptoms noted occurred one hour into the dialysis session and included hypotension, "conscience disorder" and bradycardia. Resuscitation lasted for one hour but was unsuccessful. No further info available.